Manufacturer narrative:
Unit received with frozen screen anomaly due to moisture damage on all electronic assemblies noted. Unable to perform displacement test due to frozen screen. Moisture damage on motor assembly noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer could see drops all over the insulin pump's screen. The customer was unable to dry the insulin pump. Customer's blood glucose level was 192 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.